Manufacturer narrative:
Expiration date was updated. The customer returned only the strips. The strips were tested in with a retention meter and control solution. Retention strips from the same lot were also tested. All of the results were within acceptable range. The allegation could not be substantiated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that while using the accuchek inform ii meter (serial number (B)(4)) to test a (B)(6) the blood glucose result of 1.9 mmol/l was obtained at 13:36 pm and 13:37 pm. A laboratory collection was done at 13:55 and the result of that sample was reported to be less than 0.1 mmol/l. Later at 16:43 a second accuchek inform meter (serial number (B)(4)) was used to obtain a result of 3.7 mmol/l. At 16:44 the first meter (serial number (B)(4)) was used to obtain a result of 3.3 mmol/l. A laboratory sample was done at 15:03 and the result was 1.5 mmol/l. Later another laboratory sample at 16:46 resulted out as 2.0 mmol/l. At that time they placed two new meters from the laboratory into the nicu. The serial numbers on those meters were (B)(4). At 20:28 the two meters from the laboratory were used and the results on them were 2.7 mmol/l and 2.7 mmol/l. A laboratory sample was collected at 20:30 and the result was 2.0 mmol/l. It is not known if the same vial of strips were used for the tests. It also remains unknown if the (B)(6) received any feeding or medical treatment based on any of the results. Multiple requests were made for this information. There was no adverse event reported. The suspect product was requested to be returned and the replacement product was sent.